Event description:
During lap chole, tie down button broke off of 12x100 mm refurbish blunt tip trocar. No injury to pt. Note lot # catalog # not available. Surgical nurse threw away packaging material and unsure of the box it came from.